Event description:
It was reported that the heart failure diagnostic measurements were not being displayed on the remote transmission. This was found to be an aborted impedance validation failure. The device is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data analysis found no anomalies.